Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6:part: 473.801s, lot: l819785, manufacturing site: bettlach, release to warehouse date: april 04, 2018, expiry date: march 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, a breakage had occurred for proximal femoral nail anti-rotation (pfna-ii) nail. Initially, the patient underwent an open reduction internal fixation (orif) surgery for the femoral trochanteric fracture (ao classification: 31 a3) with the pfna system in question on (B)(6) 2018. After the surgery, the patient was under no weight-bearing for 4 weeks and was under partial weight-bearing subsequently. Full weight bearing started 8 weeks after the surgery when the callous formation was observed. However, on (B)(6) 2019, the patient visited the hospital due to pain and the hospital confirmed the breakage of the pfna-ii nail at the connecting part o an unknown pfna-ii blade. Only a partial bone formation could be observed by computed tomography (CT) and it was diagnosed as delayed union. Bone dislocation was not observed. A revision surgery occurred (B)(6) 2019 in which bone grafting and a trochanteric femoral nailing advanced (tfna) was implanted patient status is unknown. Concomitant devices reported: unknown pfna-ii blade (part # unknown, lot # unknown, quantity 1), locking screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).